Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of 475mg/dl with extreme drowsiness associated with a power issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Reportedly the pump had no power, the battery compartment was cracked, and the battery cap would not secure to the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2015 with the following findings: a review of the black box indicated unexplained reboots had occurred. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed that the battery compartment was cracked and the battery cap threads were stripped. The battery cap contacts were within required specifications but the cap could not secure to the pump. A test battery cap was able to attach to the pump. The pump was exercised for 24 hours with the test cap and no power issues occurred. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. Unrelated to the original complaint, investigation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).